Event description:
Dialysis patient here for shuntogram and angioplasty of right upper extremity. Angioplasty balloon inflated in innominate vein and balloon ruptured. Balloon would not come out of the sheath. Sheath, balloon and wire removed. Balloon tore and part of it stayed in the venous limb of the right forearm shunt. Two attempts were made to snare the balloon and were not successful. Surgery consult with surgical removal of foreign body.